Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator did not pass pre-use check. The air gas module was found defective and replaced. After replacement, the ventilator works normally. The provided test logs was taken after the software update and does not contain any records from the time at event. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator did not pass pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).